Event description:
Adverse event(s): "negative dysphotopsia" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported that 30% of his patients have negative dysphotopsia following intraocular lens (iol) implant surgeries. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/18/2010 and 04/05/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).